Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported that up to now the cause of occlusion of the stent in the td remains unknown. Patient weight provided. Device lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "occlusion of thoracic duct stent resulting in recurrent chyluria: role of renal-lymphatic fistula embolization." This case study aims to describe the patency of the thoracic duct (td) stent and the effectiveness of renal-lymphatic fistula embolization in the treatment of chyluria. The patient had a diagnosis of chyluria for more than 10 years. Episodes of chyluria occurred intermittently, however, recently the symptoms lasted for several months, necessitating interventional treatment. The patient underwent magnetic resonance imaging (MRI) lymphangiography which showed abnormal lymphatic vessels in the left renal pelvis. Intranodal lymphangiography was done which showed the stagnation flow of lipiodol in the td, and the presence of abnormal lymphatic vessels toward the left kidney. The cysterna chyli was punctured by a non-medtronic (non-mdt) 21-gauge needle under fluoroscopy. Subsequently, a 2.7 f non-mdt microcatheter was inserted into the td. When contrast was injected into the td though the microcatheter using very gentle pressure, there was no flow in the td, and the contrast material stopped at the lympho-venous junction. Only when the contrast was injected with high pressure under subtraction could the flow at the lympho-venous junction be seen. It was believed that there might be an elevation of pressure in the td causing the reflux of chyle into the left renal pelvis. An uncovered resolute onyx coronary drug eluting stent (des) was implanted at the terminal part of the td. An attempt was made to embolize the interstitial lymphatic vessels, however the technique fai led. Therefore, no embolization was done to occlude the renal-lymphatic fistula in the patient. However, the chyluria disappeared after the intervention. Four months later, the patient presented again as symptoms of the chyluria had reoccurred. Intranodal lymphangiography was repeated to verify the flow in the thoracic duct stent and to try to embolize the renal-lymphatic fistula. On lymphangiography, slow lymphatic anterograde was seen as in the previous intervention. The cisterna chyli was punctured and a microcatheter was inserted successfully. When injecting the contrast material through the microcatheter, there was no flow in the stent at the gentle pressure. However, when the injected pressure was increased the flow passing the stent was seen. As the renal-lymphatic fistula could not be embolized at the previous intervention by direct puncture, an attempt was made to embolize using retrograded access. Through the first microcatheter in the td, a non-mdt 0.014¿ guidewire was advanced into the thoracic duct, which then passed the stent into the subclavian vein and into the inferior vena cava. Through a snare which was placed at the inferior vena cava, the guidewire was caught out to the right femoral vein. From the femoral vein a second non-mdt microcatheter was advanced into the thoracic duct through the 0.014¿ guidewire. When the second microcatheter was at the thoracic duct retrogradely, contrast material was injected to see the abnormal lymphatic branch into the left renal pelvis. Then, the second microcatheter selectively canulated the abnormal branch, while the first microcatheter was placed at the lower part of the td. The mixture of glue n-butyl 2-cyanoacrylate (nbca) with lipiodol (ratio 1:4) was injected into the abnormal branch while the first microcatheter injected the glucose 5% parallelly to prevent the reflux of the glue into the td. After occlusion of renal lymphatic fistula, the symptoms of chyluria disappeared. The patient was followed up for 12 months with no recurrent symptoms or episodes of chyluria. The occlusion of the stent had resulted in the recurrent symptoms. It was believed that the stent obstruction was caused by fatty debris, which was supported by the fact that the stent was easily recanalized when flushed with contrast agent, without requiring balloon angioplasty.

Manufacturer narrative:
Tran quoc hoa, nguyen ngoc cuong, le hoan, nguyen hoang, hoang long, doan tien luu and nguyen cong hoan. "Occlusion of thoracic duct stent resulting in recurrent chyluria: role of renal-lymphatic fistula embolization." Cvir endovascular, no. 1 2023, doi: 10.1186/s 42155-023-00387-6. Pmid: 37548780. B3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.